Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gastrectomy procedure on an unknown date and a reservoir was connected to a drain. After the procedure, the reservoir's lock did not activate in 5 days because the lock became loose. Additional information was not provided. There was no adverse consequence to the patient.

Manufacturer narrative:
Actual device was returned. During the sample evaluation it was noticed that lock does not work due to the latch of the plate was broken. After analysis it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Root cause could not be determined due to it was not possible to know when the latch was broken.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.